Manufacturer narrative:
Other applicable components are: product ID: 8578, lot# 0205374620, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. Product ID: 8578, lot# 0205374620, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. (B)(4). Analysis of the pump (sn: (B)(4)) found no anomaly. Analysis of the sc connector (lot #0205374620) found a non-significant indent in the seal that did not affect infusion. Analysis of the catheter (sn (B)(4)) found the catheter body was broken.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# 0205374620, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional via a manufacturing representative regarding a patient in australia who was receiving morphine (concentration 9 mg/ml, dose 5.7006 mg/ml) and clonidine 150 mcg/ml via an implantable pump. The patient¿s medical history was chronic low back pain. The event date was (B)(6) 2016. The patient experienced return of symptoms and sleepiness for 42hrs. It was unknown as to what factors may have led or contributed to the issue. Diagnostics/troubleshooting was reported as n¿vision (physician programmer) interrogation; pump was read an no abnormalities were seen. They attempted a dye study on (B)(6) 2016; the doctor in radiology was unable to withdraw 1-2mls from the catheter access port which was necessary before putting in contrast medium so they did not proceed with the dye study. Surgical revision was booked for (B)(6) 2016, the patient was transferred to the hospital for surgical removal of the pump and catheter and replacement. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿. Additional information received from the manufacturing representative on 2016-july-21 indicated that surgical revision was performed on (B)(6) as previously reported. The pump and catheter were explanted and replaced. No abnormalities were noted. The patient was very happy with the outcome and would be discharged soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.